Event description:
During a right leg dvt trellis procedure the account stated that after inserting device, they could not inflate the balloons. The trellis was removed, and a new device opened and used. Examination of the returned trellis showed a balloon rupture on the proximal balloon. All components are accounted for.

Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event. Additional info has been requested. Should it become available, a supplement report will be submitted.